Event description:
It was reported that the radio frequency programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2090 software analyzer.